Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0956-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Unit had a missing retainer and missing reservoir tube o-ring. The p-cap does not lock in place due to missing retainer. Unable to perform the displacement test and occlusion test due to missing retainer. No an error in the motor was detected by reading unexpected value from hall sensor or this alarm is generated when the pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement noted during testing. Unit passed self test, force sensor test, basic occlusion test, prime/seating test and rewind test. During visual inspection, found motor and electronic stack moisture damage. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump's retainer ring was cracked and missing. The customer stated that the reservoir was able to lock into place. The insulin pump had cosmetic damage. The insulin pump had multiple pump error alarms. Customer was assisted with clearing the alarm. Customer was able to clear the alarm successfully. Customer was able to complete rewind. Customer stated that they performed self test and displacement test. Insulin pump passed both tests. No harm requiring medical intervention was reported. The device was returned for analysis.